Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches on the endoscope and confirmed that the image displayed was cloudy. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems that after vein harvesting procedure the endoscope was cloudy. There was no patient involvement. There was no delay in surgical procedure.